Manufacturer narrative:
(B)(4). Although requested, the affected product has not been rec'd. A f/u report will be submitted with failure investigation results should the product be rec'd for eval.

Event description:
Customer reports that sets frequently snap/break when the sets get caught on a bed rail. There was no pt harm and medical intervention was not required. Although requested, no further pt/event info provided.